Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the coupler was found to be broken. The device was noisy and rattled inside the case. The device failed to drive the disposable. It was thought that another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, there was damage to the coupler.

Manufacturer narrative:
(B)(4). In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.